Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had a front response button that was inoperative. It was replaced. The monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the fault response button. The pt received a replacement monitor.

Event description:
The lifecor pt service representative (psr) of a female pt contacted lifecor customer support to that the response buttons would stick on the pt's monitor.